Manufacturer narrative:
This report is being submitted following a retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced episodes of hyperglycemia associated with running out of insulin in the ilet due to high insulin needs and limited cartridge capacity, compounded by the user¿s difficulty changing supplies without assistance and a prior incident where tubing snagging led to site pullout. Symptoms included elevated blood glucose up to 232 mg/dl for approximately 12 hours without ketone testing, medical intervention, or use of backup therapy. Outcomes included temporary hyperglycemia that stabilized after cartridge replacement with caregiver assistance, with no reported acute complications. Investigation included troubleshooting and user education. Investigation of this case revealed that the event was consistent with hyperglycemia due to insulin depletion and infusion set disruption, with the specific device-related cause remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.